Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device. Concomitant device: swartz¿ introducer. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
It was reported that a perforation leading to a pericardial effusion occurred during the procedure. It was noted that the patient's arterial pressure had dropped in the middle of the case just after the second transseptal. The pericardial effusion was confirmed with intracardiac echocardiography (ice). A pericardial window was performed as the medical intervention. The patient's last known status was stable and in the intensive care unit.